Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was trying to bolus some insulin and the pump started to flash. Customer changed the battery and the buttons are now unresponsive. Customer's blood glucose was 78 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan. Customer requested that the pump be flown to her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.